Event description:
According to the reporter, the camera head had bad/defective vision, optics was damaged. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).